Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a ventral hernia repair procedure, the patient had a small seroma which did not require treatment.